Event description:
Postopertive diagnosis: periprosthetic joint infection. Revised in two stages.

Event description:
Postoperative diagnosis: periprosthetic joint infection. Revised in two stages.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as x3 polyethelyne 36mm. The following other hip devices were also listed in this report: accolade ii stem size 5, cat# unk, lot# unk. Triden psl cup 54mm, cat# unk, lot# unk. Delta ceramic head 36 +0, cat# unk, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent for retrieval analysis and was not returned to the manufacturer. Medical records and x-rays were not provided to stryker for review due to reporting institution irb and hippa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving an unknown x3 polyethylene 36mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.